Manufacturer narrative:
The device was not returned for evaluation.

Event description:
The xclose tissue repair system was implanted in 2009, following a discectomy procedure for treatment of symptoms related to a herniated intervertebral disc. The patient returned to the clinic 5 days later with persistent pain. Exploratory surgery was performed in the same month, and while the repair was found to be intact, the device was removed to allow entry into the disc space. There were no fragments of any size identified while some small fragments were removed. Inspection in the axilla revealed a line of adhesions between the annulus and the dura. After separating the anulus from the dura, additional adhesions between the anulus and the s1 nerve root were identified. It is believed that the re-tensioning of the anulus with the placement of the xclose system could have contributed to an additional traction effect on the s1 nerve root. All adhesions were removed to completely free the s1 nerve root before closing the surgical site. No further complications were reported and the issue is resolved.